Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported to the clinic due to shortness of breath. Upon device interrogation, there was loss of capture on the right ventricular (rv) lead and the right atrial (ra) lead exhibited undersensing. The rv lead was reprogrammed and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.